Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of returned device found evidence that implant fractured due to excessive force. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant"

Event description:
It was reported patient underwent peritrochanteric nail procedure on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to nail fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."